Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue port caps were falling off from fifty seven (57) 250 ml capacity intravia containers. The issue was further described as, "the blue port was detaching from the bags". This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6 (update codes), h11. H11: fifty seven (57) actual devices and a photo of the sample was provided for evaluation. Visual inspection of the photo observed that the tip protector was missing. Visual inspection of returned samples showed missing tip protectors in 21 bags only. The reported condition was verified. The cause of the condition was determined to be related to incorrect assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.